Event description:
It was reported to boston scientific corporation that an rx locking device with biopsy cap was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2011. According to the complainant, the biopsy cap sponge detached and was pushed into the biopsy channel of the endoscope. The endoscope had to be withdrawn from the patient. Another rx biopsy cap and endoscope was used to complete the procedure. The endoscope had to be sent out to repair to unclog the channel. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Manufacturer narrative:
Note: the event was report via user facility report (B)(4). The patient's exact age is unknown. However, it was noted to be over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. Device (B)(4) relates to (B)(4) the reported event of the biopsy cap sponge being pushed out into the scope. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device with biopsy cap was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2011. According to the complainant, the biopsy cap sponge detached and was pushed into the biopsy channel of the endoscope. The endoscope had to be withdrawn from the patient. Another rx biopsy cap and endoscope was used to complete the procedure. The endoscope had to be sent out to repair to unclog the channel. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Event description:
It was reported to boston scientific corporation that an rx locking device with biopsy cap was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2011. According to the complainant, the biopsy cap sponge detached and was pushed into the biopsy channel of the endoscope. The endoscope had to be withdrawn from the patient. Another rx biopsy cap and endoscope was used to complete the procedure. The endoscope had to be sent out to repair to unclog the channel. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.